Manufacturer narrative:
(B)(4). Associated products : kne-unknown-femoral; kne-unknown-bearing. Reported event was unable to be confirmed due to limited information received from the customer. No product was returned or pictures provided as the device remains implanted; visual and dimensional evaluations could not be performed. Device history record (DHR) review was unable to be performed as the part/lot numbers of the device involved in the event are unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -   2021 - 00507, 0001825034 - 2021 - 00509.

Event description:
It was reported that patient was revised from partial knee to total knee 1.5 years ago. Subsequently, patient continues to experience pain and difficulty ambulating/walking.